Event description:
Patient identified as having a 1-level failed cervical fusion (c6-c7). Surgical intervention of posterior fusion with supplemental implantation of rods and screws occurred 7 mos later.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental.